Event description:
Pt started ambisome 250mg in 250 ml dsw over 2 hrs daily on 4/25 via gem star pump. On 4/30, pt reported pump alarming air in line. We sent 1.2 micro filter tubing and pump ran fine until 5/4, when it began alarming air in line again.